Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, on behalf of the MFR arjohuntleigh, a branch of arjo ltd., (B)(4). Please take note that this product is not sold in united states, but similar devices are (medi-lifter 4). Additionally, this product is imported in europe by (B)(4). The engineer from (B)(4) found that the legs of lift were loose and caused instability during maneuvering and forward motion. The engineer from another party found, during inspection and service of the lift after the incident, that the front castors were loose and also contributed to instability during use. To date, there has been no eval of the unit by a member of arhojuntleigh. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
A resident was being transferred from a bed to a wheelchair when the xtreme lift tipped over. A care assistant prevented the resident from falling, but suffered a cut (3cm) on her leg and muscle soreness in her shoulder.